Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Pulmonary edema versus amiodarone induced toxicity, redo ascending aortic arch replacement and aortic valve and mitral valve replacement, bilateral pulmonary infiltrates, sepsis, tachybrady syndrome, atrial fibrillation.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information, the operative report of 2009, and the discharge summary was received. A device history record review is in process. The patient also had other related events.

Event description:
It was reported that the patient has expired after implant duration of approximately 1 month. Information was learned through a related event for this patient. The patient also had another valve implanted. In 2009 (through follow-up with the health-care provider), the patient's discharge summary was received.discharge diagnoses: pulmonary edema versus amiodarone induced toxicity, redo ascending aortic arch replacement and aortic valve and mitral valve replacement, bilateral pulmonary infiltrates, sepsis, tachybrady syndrome, atrial fibrillation.

Event description:
Customer reported that the device failed to connect to a pt in cardiac arrest and provide defibrillation therapy. There was a delay in pt treatment as the device alarmed the "connect electrodes" message when users attempted to analyze pt's rhythm and provide therapy using third party electrodes, kendall, through the therapy cable. The pt was not resuscitated. There were no further details on the event and/or pt provided.